Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported failure to be two shorted diodes, designator cr21 and cr22.

Event description:
During a preventive maintenance inspection, it was reported that the device had an abnormal sound and the service light was illuminated during an output test. The device logged event codes in the memory and was unable to charge energy thereafter. There was no patient use associated with the event.